Manufacturer narrative:
Investigation into this event showed that the results did not match results from other samples from the same pt. The customer reported acceptable qc results and precision testing showed no evidence of analyzer malfunction. The customer did not follow internal protocol, and reported a result in the indeterminate zone. The root cause of the discrepant results is likely related to sample handling prior to testing; the root cause of the erroneous result being reported is user error.

Event description:
A customer observed falsely elevated trop I results for a pt sample tested on the eci analyzer. The biased results were reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc complaint.